Event description:
Boston scientific received information that during a routine interrogation it was noted that the right ventricular (rv) lead exhibited a high out of range shock impedance measurement. When the configuration was changed to rv coil to can, the impedance measurement decreased and was within range. Boston scientific technical services (ts) was consulted and suggested an x-ray and non-invasive programmed stimulation (nips) testing. The field representative stated that the rv lead was checked using the distal coil and can with shock impedance measurements ranging from 103 109 ohms. The patient's device was programmed using shock configuration distal coil to can and all shocks at maximum output. All other device based testing was normal including the pace sense portion of the lead. The field representative did note that an x-ray was taken, however he was not told of the results. He will attempt to obtain the results. No nips testing will be done at this time. There were no adverse reactions to the patient.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.